Manufacturer narrative:
This supplemental report is being submitted to provide a correction to remove information included in error in the previous report. Corrected field: b5.

Event description:
It was reported the high flow insufflator displayed an error indicating the channel of the tube pressure was excessively high (the channel of the tube blocked) during an unspecified procedure. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established due to the device not being returned to olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the high flow insufflator displayed an error indicating the channel of the tube pressure was excessively high (the channel of the tube blocked) during an unspecified procedure. There was no patient injury or medical intervention associated with this event. Other information from source report: patient impacted? Other. Due diligence activity (relevant to complaint handling, not contained in above fields): manifestation of injury: none. Manifestation of device malfunction: device continuously alarms for abnormal pressure in the channel of the tube. Intended disease treatment or effect: injecting dioxide of carbon into the abdominal cavity in laparoscope surgical procedure. Description of the event cause analysis: the sensor is damaged. The reason is preliminarily judged to be either a malfunction in console (the subject product) pressure sensor or an abnormal pressure within the patient's abdominal cavity. Initial disposal situation: the reason is preliminarily judged to be either a malfunction in the console (the subject product) pressure sensor or an abnormal pressure within the patient's abdominal cavity. Discontinue use. Report to the manufacturer for repair. Note: this inquiry has been cloned once to document 2 product complaints, as mentioned within the event description. This inquiry captures product #1: uhi-4, see (B)(4) for product #2: the channel of the tube.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.